Manufacturer narrative:
The reason for this second revision surgery was the loosening of the glenoid baseplate. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 917c1040. (B)(4). The root cause for the glenoid base loosening was the patient had a trauma injury from a fall on ice in march. The components explanted at this revision were the components implanted during a march 3, 2014 revision after the fall. The components implanted during the march 3, 2014 surgery were used to enhance the recovery process and were replaced with new parts during this revision providing a permanent shoulder prosthesis. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the glenoid baseplate loosening from the patient slipping on ice and fracturing her glenoid. The surgeon converted to a monoblock hemi shoulder while her glenoid healed; today she was converted back to a complete reverse shoulder.